Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel. This noise was sensed by the device, and resulted in brief periods of pacing inhibition. No symptoms were associated with this clinical observation. The physician elected to reprogram the automatic gain control (agc) settings of the device, and will continue to monitor the patient.